Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "small burr found on tip of autoguard IV catheter. Bd insyte autoguard bc 20 ga x 1 inch (lot # 8360633). Nurse found the plastic part of the catheter had a small burr near the end of the catheter. It was never used on a patient. Part of the burr was rubbed off while examining the catheter later but you can still feel a rough spot on the catheter. I'll turn the catheter into risk management. What was the original intended procedure? : IV catheter placement."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned sample and pictures provided by your facility. Bd received one 20ga insyte autoguard bc catheter-assembly within an open package from lot number 8360633. Through the visual/microscopic evaluation damage was observed on the catheter tubing near the tip. The photographs displayed a clear white speck near the catheter tip. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Plug shavings, a normal byproduct of the assembly process, can be introduced to the catheter tubing during routine cleaning of a portion of the assembly equipment.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "small burr found on tip of autoguard IV catheter. Bd insyte autoguard bc 20 ga x 1 inch (lot # 8360633). Nurse found the plastic part of the catheter had a small burr near the end of the catheter. It was never used on a patient. Part of the burr was rubbed off while examining the catheter later but you can still feel a rough spot on the catheter. I'll turn the catheter into risk management. What was the original intended procedure? : IV catheter placement."